Event description:
The hemiplegia was improved by rehabilitation but remained.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from the site. The following sections of this report have been updated: additional information added to b5, additional code added to h6-health effect-impact code.

Event description:
As reported by our edwards lifesciences japanese affiliate, a transfemoral transcatheter aortic valve replacement was performed with a 23 mm sapien 3 ultra resilia. The procedure was smoothly performed without difficulty or complication. Five days after procedure, left hemiplegia developed. An examination revealed right internal carotid artery obstruction. Medication for treating strokes was administered. As of postoperative day 7, the patient could talk and perform directed action and was receiving rehabilitation. According to the physician, the patient preoperatively had proximal atrial fibrillation. Per medical opinion, the patient's anticoagulant medication was not properly absorbed due to temporal bowel edema, and anticoagulant medication was continually given for the proximal atrial fibrillation.

Manufacturer narrative:
Per the instructions for use (IFU), potential adverse events associated with the overall procedure include thrombus formation, plaque dislodgment, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion, and/or death. It is the natural tendency of the body to form a clot on foreign objects in the vascular space. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent and/or remove the clot. The thv training manuals and IFU instruct the operator to administer heparin and maintain the act at = 250 sec. There are multiple etiologies for artery obstruction (coronary, carotid) including embolization occurring after device manipulation, bav, or valve deployment and these events can result in varying degrees of permanent impairment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (preoperative proximal atrial fibrillation and anticoagulant medication unable to be properly absorbed due to temporal bowel edema) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (right internal carotid artery obstruction) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device remains implanted.